Event description:
Biosense (B)(4) clinical account specialist was notified on (B)(6) 2012 (marking this date as the alert date for this report) that post an afib procedure on (B)(6) 2012 the patient developed effusion but was discharged to home without any medical intervention; later, he was readmitted with chest pain and pericardial effusion on (B)(6) to another facility. The patient was planned to have a cardiac catheterization. It was unknown if a pericardiocentesis was performed.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported. No lot number was provided for the devide therefore no device history record could be reviewed.(B)(4).

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01 , serial # (B)(4). Coolflow pump model # m-5491-02 , serial # (B)(4). Lasso model # unknown, lot # unknown. (B)(4).